Event description:
Home patient (hp) reports incomplete prime of patient line of homchoice set. Spouse of hp reports hp was able to reprime line and complete treatment with assistance form baxter technician. No patient injury or medical intervention required.